Manufacturer narrative:
Exact date unknown, event occurred months ago from the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing a dramatic increase in charging. The patient underwent a revision procedure wherein the ipg was relocated to a more ideal location for charging, and it was successful.